Manufacturer narrative:
The device was not returned to the manufacturer, and therefore, no investigation or mechanical evaluation was performed.

Event description:
During a cholecystectomy procedure, one side of the renew lapclinch grasper forceps tip broke. The broken piece was retrieved from the patient. The procedure and anesthesia time was extended briefly. There was no harm to the patient.